Event description:
It was reported by the customer that a pyxis anesthesia system (pas) device was not detected on bus. Customer stated that drawer 3 was uable to access the medication and there was a delay in patient care. The customer stated that the user had to get the required medication from another station and no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 1, 2.1, 2.2 & 3 were not being detected on bus. A field service engineer reseated all the cables and ethernet connection to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.